Event description:
It was reported that during an in-office check, right ventricular (rv) lead pacing inhibition was identified after there was no change in the patient's rhythm upon magnet application. It was noted that there was no evidence of asystole and the patient was not pacer dependent. Two weeks later, the rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause, product return status, and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.